Event description:
Pt had been on ECMO for extended period of time. Pt was suffering from severe leukemia. During ECMO, staff noted free air in lines and attempted to remediate problem. Pt o2 levels dropped severely and he was notable to be resuscitated and was pronounced. This pt had long history of leukemia (severe). He was on ECMO to boost o2 levels in his already severely compromised blood system. The observance of free air is not uncommon and can be remediated in this case the pt was not able to be resuscitated due to his severity of his leukemia. It has been unable to be determined if this constitutes equipment failure or problem or operator problem. Significant analysis is on going.